Event description:
It was reported that there was a speaker malfunction inop message on the device. It was confirmed that the device was being monitored on a central station and was not being used in a stand-alone situation. Subsequently, the device was returned to the philips authorized repair facility where it was found that the device had no sound. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
The device was returned to the philips authorized repair facility. The repair technician evaluated the device and found that the device had no sound due to a defective speaker. The speaker was replaced.